Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery changed but the issue was not resolved. Screen of insulin pump was blank at the time of call. Customer stated that contacts on the battery cap were neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Display did not return even after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, battery power loss alarm or blank display noted during testing or in the device trace download. (B)(4).